Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device during the initial drain. The home patient (hp) was connected at the time of the alarm. Troubleshooting revealed that the hp failed to allow the line to prime completely before connecting. A technical service representative (tsr) reviewed proper procedures with the hp. The hp planned on completing therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.